Event description:
Reporter had a fall. The l leg broke into two parts there was swelling and discoloration. Angiogram revealed broken artery diagnosed with compartment syndrome. Plug was installed to seal the bleeder. The plug was supposed to dissolve later but did not. The plug led to a bump which caused more pain and the leg was paralyzed. Went to another ER where plug was extracted in 2005.